Manufacturer narrative:
(B) (4). The ge service rep found that a bad camera and interconnect pushing pins out on the lemo connector. The customer had fixed the popping noise by cleaning and regreasing the cable assembly at the tube and transformer ends. It was arcing at the transformer end. He left a new interconnect cable with the customer biomed because the old interconnect was hard to seat and had pushed pins out of the lemo connector. The rep reseated the pins in the lemo connector. The system was making x-rays when commanded and ii was good but no video out of camera. He replaced the camera and set the dose rate to 3.3 mr/min. He adjusted focus and tested the system. The system is operating as intended.

Event description:
The customer reported that there was an intermittent popping noise during fluoro and then no video. No pt injury was reported.